Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-193 (internal battery) and e- 290 in the device¿s event log. The manufacturer¿s service technician replaced the device¿s internal battery to address e-193. No repair was performed. Additional findings not related to the malfunction/issue was the rubber feet missing on the device. The manufacturer¿s service technician replaced the rubber feet on the device. If additional information becomes available this decision will be re-evaluated using the date the additional information became available, then a follow-up report will be filed to any regulatory agencies.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-193 (internal battery) and e- 290 in the device¿s event log. The manufacturer¿s service technician replaced the device¿s internal battery to address e-193. No repair was performed. Additional findings not related to the malfunction/issue was the failing of the proximal pressure verification test that was performed on the device. The device was evaluated but there was no problem detected with the device. A troubleshooting test was performed on the device, and the device passed. The device was retested and had passed all testing on the device. Additional codes were added for this record to reflect the failed test step that was found on this device.